Event description:
Further information was received indicating the patient was seen in clinic on jun 24, 2021 and the device was reprogrammed to increase the sensitivity. The patient will be monitored for further episodes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of under-sensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.